Manufacturer narrative:
(B)(4). Pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Failed battery test unknown. Device heating up unknown. Pump failed to download history files and traces using thump due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded battery tube and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer reported battery compartment was heating up. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Customer stated they received battery failed alarm after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.